Event description:
It was reported that the patient was admitted to the hospital due to chest pain. Physician requested interrogation of device for ICD therapy. The patient went into a vt storm and a code was called. Patient received multiple atp and shock therapies after vt storm. During the episodes, physician requested device to be programmed to pace at a rate of 150 bpm to override the rhythm, but unable to do so due to limitation of device. The patient expired. There is no known allegation from a health professional that the death is related to the device. The device will not be returned for analysis.